Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to recurring incontinence. No adverse patient effects. Should additional information become available, a supplemental report will be submitted.